Event description:
Patient reported left side "infection", "swelling", and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5

Event description:
Patient reported left side "infection", "swelling", and capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Patient reported left side "infection", "swelling", and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d.1, d.4, d.6a, g.2, h.4, h.6.

Manufacturer narrative:
The events of "capsular contracture and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and infection (early onset).

Event description:
Patient reported left side "infection", "swelling", and capsular contracture, baker grade unknown. Device remains implanted.